Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There was no cosmetic damage noted.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer stated that the pump recommended him to take 74 units of insulin to correct a blood glucose of 274 mg/dl. Customer was not comfortable with the pump and wants it replaced. Customer stated that his bolus wizard settings are the same as they were the first time that he started using the pump. Customer's blood glucose was 250-400 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose and low blood glucose.